Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intra-operatively of a laparoscopic ventral hernia repair, during mesh fixation the surgeon was firing the powered tacker into a mesh from another manufacturer. The surgeon noticed that some of the tacks would twist the mesh and bind up the tacker. Some tacks would not penetrate the mesh and then fall out. Another device from another manufacturer to complete the case. There was no patient injury.